Event description:
Info received indicated the bed's ground impedance is out of specifications.

Manufacturer narrative:
The hill-rom technician found that the power cord ground pin was damaged. He replaced the power cord to resolve the issue.